Event description:
It was reported that this right ventricular (rv) lead has exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. The field suspects the rv lead is likely fractured as it has been implanted over a decade. Troubleshooting options were provided to the field. The rv lead remains in service. No adverse patient effects were reported.